Event description:
It was reported to philips that during periodic maintenance, the ventilator experienced a misalignment in the touch position. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. The reported issue was confirmed, and the touch screen was calibrated but the phenomenon was not improved. The touch screen was replaced, and it was confirmed that the phenomenon was improved. No other abnormality was confirmed but the oxygen inlet filter, air inlet filter and cooling fan filter were replaced as regulated by periodic maintenance 1 procedure to prevent failure. The unit was checked overall, cleaned, and run-in and functionally tested.

Manufacturer narrative:
The removed touchscreen assembly was returned to the failure investigation lab (fi). Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The fi technician installed the touchscreen assembly into a fi ventilator to duplicate the reported issue. The ul_lr / ur_ll resistance measurements were out of specification. The customer complaint of touchscreen out of specification was confirmed.